Event description:
Customer called and reported to baxter corporate product surveillance a 1.2 micron extension set in which a no flow occurred. According to the report, the set was unable to be primed and the nurses were not able to flush it or remove the air even when following the directions on the label copy. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The sample arrived out of the pouch partially primed. Visual inspection also revealed that there was residual drug in the filter housing. The sample was attached to an in-house set, (B)(4), which was spiked into an in-house 1000ml solution bag. The sample was then re-primed per label copy and checked for flow. The sample partially primed to the outlet port and stopped, preventing flow. It appeared that there is blockage at the outlet port. The reported condition was confirmed. A root cause was not determined. This issue is being investigated through CAPA.